Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned for evaluation. The reported flickering and loose connection between the blade and video cable could not be duplicated. Since the customer purchased a replacement blade the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer used the glidescope titanium lopro t3 blade as a trade-in for the purchase of a new reusable blade. The device evaluation is anticipated upon receipt of the device. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would flicker intermittently. Reportedly the connection between the blade and the video cable was loose. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.